Event description:
A patient reported that their pump frequently displayed a malfunction message, indicating that it could no longer be used, requiring them to reset it daily. There was no reported impact on the customer's blood glucose level. The patient declined to transfer the issue to customer technical support, and no additional information was received regarding the outcome of the event.